Event description:
According to the customer's medwatch report, the handpiece was being used without incident when jaws locked and would not reopen. The scrub tech thought "something metal" was between the jaws. Further contact with the site revealed that the tissue around the device was cut in order to remove it. There was no pt injury.

Manufacturer narrative:
(B) (4). The incident sample has been discarded. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted. The IFU for this device warns against sealing over clips and staples.